Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm sensor glucose versus blood glucose differences, calibration error and change sensor alarm. Customer's blood glucose was 16.3 mmol/l. The customer found that the cannula was bent and calibration error and change sensor error codes. The customer was advised the we would send replacement.